Event description:
A report was received that a patient was burned several times by the charger 1.0. The patient experienced pain and had a blister about the size of the charger and was located over the patient's lower back where her implant was located. The burns were not diagnosed by a physician and no medical treatment was prescribed. The patient stated that she fell asleep while charging. Current labeling warns against sleeping while charging. The patient was able to charge successfully, and the burn healed on its own.